Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition. The device involved in the complaint has not been returned yet by the complainant for evaluation . Once the investigation is completed a follow-up report will be filed. (B)(4).

Event description:
"The whole unit froze dr's palm burned" (B)(4).

Manufacturer narrative:
*Investigation. Initiated manufacturer's investigation: no sample returned, review DHR, inspect returned samples, inspect stock product. *analysis and findings. A review of the 2 yr complaint history reveals no similar issues. This unit was manufactured in 2005. The information provided does not clarify the unit is actually a csi product. The failed device is not being returned by the customer to confirm the units' failure or its origin. Several attempts were made to contact the customer but no response had been received. The root cause for this complaint is not available with the limited information and no return. *correction and/or corrective action. The customer was sent a new unit. This complaint will be entered into the coopersurgical continuous improvement plan (cip). This is not an assembly issue. Complaints will be continuously monitored to determine if there is any new trend for this complaint condition. (B)(4).

Event description:
"The whole unit froze dr's palm burned."(B)(4).